Manufacturer narrative:
E.1. Initial reporter phone number: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd viper¿ lt system, a false positive neisseria patient result was obtained. After collecting a new sample, it was retested on bd max, and an aliquot was sent to the ipog support laboratory. Both results from the second sample yielded neisseria negative results. There was no report of patient impact.